Manufacturer narrative:
Initial reporter last name: (B)(6). Initial reporter address: (B)(6). Initial reporter phone no: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small strand-like particle was observed in a 500ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bag. This issue was identified during visual inspection of the finished product. There was no patient involvement. No additional information is available.

Manufacturer narrative:
H4: the lot was manufactured from july 01, 2022 - july 03, 2022. H10: the device and a photograph of the sample was received for evaluation. The actual device was returned with only a partially filled solution. Visual inspection of the actual sample did not identify any abnormalities that could have contributed to the reported condition. The fill port cap was removed and no issue was observed of connector or cap area of the actual sample. The photograph was reviewed and a white polymeric appearing irregularly shaped particle possibly of acrylonitrile butadiene styrene material was observed in the fluid path. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.